Event description:
The pt was taken to the or (operating room) on (B)(6) 2019 for left vats (video assisted thoracic surgery) with placement of pleurx catheter for left pleural effusion and recently diagnosis pleural metastasis. A 5mm trocar was attempted to be placed under thorascopic vision; however, when then camera was introduced there was poor visualization and two add'l 5 mm trocars were placed (inferiorly and inferomedially); 300-400 ml pleural fluid was removed and examination showed carcinomatosis along the parietal pleura. An inferomedial incision was made and a 15 french tunneled aspira catheter was placed through one of the 5 mm trocars. Prior to closure, examination revealed bleeding without an obvious source. The pt's hemodynamics worsened, and decision was made to pursue a thoracotomy. Aggressive resuscitation ensued and add'l assistance was requested as a piece of metal in the region of the intercostal space was noted. Upon further inspection, it appeared to be a piece from a broken 5mm trocar. The metal piece was removed and direct suture repair was attempted; however, the pt sustained massive blood loss and went into cardiac arrest despite extensive resuscitative efforts. The pt expired in the operating room. FDA safety report ID# (B)(4).